Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, pulmonary edema, the clinical details state that the patient developed lung edema. The cause was not determined due to insufficient clinical details. For the hemolysis, the clinical details state that there are hemolysis values in the labs on october 11th. There were no other reported incidents of hemolysis or issues with the pump noted. The data logs do not show any motor current spikes, but there are position unknown alarms that are triggering from the lower placement signal. The clinical additionally confirmed pump positioning throughout support. Due to a lack of clinical details and no product returned, the root cause of the hemolysis cannot be determined. Regarding the optical sensor issue, the clinical details state that there was no placement signal throughout the case with confirmed pump positioning. The data logs show that there were no placement signal alarms. However, the placement signal was low throughout support and the start of the pump plug in - but the waveform was still present. The 5s parameters are stable and there are no issues seen with them throughout support. The logs show that the g0 was recalibrated to be 196 lower than the original g0 value during calibration but it cannot be confirmed there were any errors that would contribute to a lower placement signal. Due to a lack of product returned and insufficient information, the root cause of the optical sensor issue cannot be determined. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported unreliable values and placement signal issues on the automated impella controller (aic). Staff confirmed proper positioning with echocardiography. On day five of impella support the patient developed lung edema and hemolysis values in lab. The patient continued with support until the patient was bridged to left ventricular assist device.